Event description:
Report received of an over-delivery. The customer contact indicated an operator error in programming the device. At 1400, the pump was programmed to deliver 0.1mg/ml of hydromorphone. Additional pump settings were unspecified. At 1632, the patient was found to be excessively drowsy with an oxygen saturation of 77%, and a respiration rate of 4 breaths per minute. The patient was treated with 0.4mg of narcan and reportedly responded with increased alertness. The nurse noted that the concentration of the drug in the syringe was 1mg/ml instead of the intended 0.1mg/ml. The device was reprogrammed with the correct drug concentration of 1mg/ml, and the pca therapy was continued with the same pump. At 1900, the patient was reportedly "overly sleepy", and a 0.4mg/250ml narcan drip was initiated. The patient responded, and the drip was continued for an unspecified length of time. The patient was later discharged with no reported adverse sequelae. Though requested, no further information was available.